Event description:
It was reported that during a peripheral angioplasty and stenting treatment procedure, premature deployment occurred. With the safety tab still in place on the 8x32mm 120cm epic vascular stent system was loaded over the wire. Prior to inserting the device into the sheath, the stent started to deploy on the wire. The device was removed from the wire and the procedure was completed with another epic stent system. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - there was blood in the tip. The safety lock was present, although it cannot be confirmed whether it was removed from the device and then placed back on the device. The distal end of the stent was partially expanded a length of 13mm. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the partial deployment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a peripheral angioplasty and stenting treatment procedure, premature deployment occurred. With the safety tab still in place on the 8x32mm 120cm epic vascular stent system was loaded over the wire. Prior to inserting the device into the sheath, the stent started to deploy on the wire. The device was removed from the wire and the procedure was completed with another epic stent system. No patient complications were reported and the patient status is stable.